Event description:
A malfunction was reported with the pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if any malfunction reappeared.